Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. Unable to perform rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the prime fill anomaly due to the alarm. The insulin pump was received with minor scratched lcd window, scratched case, cracked case at the display window corner and cracked reservoir tube lip.